Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the angulation was insufficient due to the stretch of the angle wire. -there was a dent in the insertion section. -the eyepiece was corroded. -the objective lens was damaged and foreign material was adhered to the inside. -black spots were displayed on the endoscopic image. -the device has not been repaired in the last year. -the device was repaired in the past due to black dots appearing on the endoscopic image. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The instruction manual provides performing an inspection of the external surface of the entire insertion tube, so the user can properly detect the reported event. In addition, the instruction manual provides warnings about applying external stress to the insertion section, reprocessing method not recommended by the reprocessing manual, and storage of the endoscope in a harsh environment. Therefore, the user can reduce / prevent the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation result, the reported event may have been caused by physical stress, chemical stress, storage environment, etc. -according to the inspection result of the device, the coating on the insertion tube was peeled off. -the instruction manual contains precautions regarding physical stress, reprocessing methods, and storage environment. -according to the past similar cases, it was surmised that the cause was physical stress, chemical stress, storage environment, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to a1, d4 UDI of the initial medwatch. The information was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported information was confirmed. The root cause of the peeling off coating on insertion section is unable to be determined. However, the likely cause of the reported event is due to physical/chemical stressed or storage environment. The event can be detected/prevented by following the instructions for use (IFU) which state: ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. ·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.